Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon receipt there was contamination to the charger's battery board. The root cause contamination was unable to be positively determined, but was likely liquid ingress of an unknown contaminant. In addition, j5 on the charger's bedside board was damaged. The root cause for the damaged pin was unable to be positively determined. No adverse event resulted from the damaged battery charger. The patient received a replacement charger.

Event description:
A (B)(6) male patient contacted zoll customer support to report battery charger faults. The patient was provided a replacement battery charger.